Event description:
The patient underwent a valve implantation on (B)(6) 2023, then there is a first valve programming on (B)(6) 2024. And there are 3 rescheduling of the valve on (B)(6) 2024, on (B)(6) 2024 and (B)(6) 2024 after the valve was removed from the patient. All valve programming was only carried out with our adjustment kit.